Event description:
PICC placed in 2002. 3 months later patient was dc'd and was sent to x-ray where they found 5 cm in the pulmonary artery. The PICC was pulled but the 5 cm is still in the patient. No patient injury. The PICC was discarded. No other information provided.